Event description:
A 22 mm diameter x 13 mm diameter x 15.5 cm length aneurx bifurcated stent graft and it's components were implanted into a pt for endovascular treatment of right and left iliac artery aneurysms in 2002. The left iliac artery aneurysm was greater than 3 cm in diameter and extended from the distal aorta and aortic bifurcation down to the hypogastric artery takeoff. The right iliac artery had left aneurysmal disease and was proximally located. The pt had a medical history of chronic obstructive pulmonary disease, emphysema and tobacco use. The pt's renal function was near normal preoperatively. The pt was brought to the operating room and prepped and draped in the usual sterile manner, and the femoral arteries were isolated. A 16 french sheath was inserted into the right side. The bifurcated stent graft was easily inserted on the left side and positioned above the renal arteries, and angiography was utilized to identify the renal arteries. The stent graft was deployed just below the renal arteries without difficulty. A 15 french sheath was inserted on the left side. A 13 mm diameter x 11.5 cm length iliac limb was deployed on the left side, covering the previously occluded hypogastric artery. The iliac limb was balloon angioplastied. A 16 mm diameter x 11.5 cm length iliac limb was deployed without difficulty on the right side. Angiography demonstrated an endoleak; therefore the iliac stent graft was ballooned. The leak was not resolved, and the decision was made to implant a 22 mm diameter x 3.75 cm length aortic extender cuff. The cuff was deployed and balloon angioplastied with excellent runoff. Postoperatively, the pt developed low urine output and persistent back pain. Angiography revealed that the stent graft had migrated proximally approximately 1.3 cm. It was reported that the pt had a coughing episode during the implant procedure that may have caused the cranial migration. No flow was noted to the right kidney. The physician attempted to retract the stent caudally, but was unsuccessful. The pt was then emergently taken to the operating room. A midline abdominal incision was made and the abdomen was explored. No retroperitoneal hematoma or blood was noted, and the pt's bowel appeared normal. The splenic artery was dissected, and a gore tex graft was anastomosed to the larger distal branch of the left renal artery. The graft was then anastomosed to the splenic artery. The incisions were closed, and the pt was transferred to the intensive care unit in stable condition. It was reported that the pt is currently on dialysis. It is unknown how long the pt will remain on dialysis.